Manufacturer narrative:
Bd medical device brand name is shortened from vacutainer® cpt¿ cell preparation tube with sodium citrate. Unknown manufacturer, listed as (B)(4). Unknown expiration date. Unknown lot number. Initial reporter first name is unknown. Initial reporter last name is unknown. Manufacturing site unknown, listed as (B)(4). Manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that while using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate the tubes were under-filling, potentially causing recovery issues.